Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery for the second night during bolus. Customer stated that he experienced high blood glucose of 534 mg/dl the night before. He tried to treat with the insulin pump but received a no delivery alarm. The customer disconnected at the quick release and insulin did exit the tubing during fixed prime. Customer was advised there may be a possible site related issue. He removed the infusion set and stated the cannula was not bent. Customer performed fixed prime again and insulin did exit. The customer was advised the site may be occluded.